Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir is unable to lock in place when inserted into pump. The patient¿s blood glucose was over 186 mg/dl. Customer noticed crack in reservoir area. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider¿s instruction. Advise the pump will need to be replaced. The insulin pump not be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.